Event description:
A customer contacted baxter?s technical service center regarding a reload set (rls) 160 alarm that occurred on the homechoice (hc) unit. This event occurred during patient use during prime. The home patient (hp) was using the first set of supplies. The technical service representative (tsr) advised the hp to start over using new disposables. The probable cause: disposable - fluid leak , cracked cassette. The call was completed and the hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). No further information is available. If the sample or evaluation results become available, a follow up report will be submitted.